Event description:
During an in clinic follow-up, an episode of noise resulting in noise reversion and oversensing was observed on the right ventricular (rv) lead. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.